Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient rh female (B)(6) underwent a routine left knee replacement on the (B)(6) 2006 with the implant sheets in the attachment. This lady has functioned very well over the years. On (B)(6) 2017 the patient saw the surgeon as she had developed some instability and grinding symptoms int he knee. She is quite a heavy build. She had revision surgery on (B)(6) 2017 . She had fractured through the posterior medial femoral condule of the femoral implant with almost complete wear through the polyethylene in the medial joint probably because of the broken femoral component. She underwent complete revision of the implant and has done well.